Manufacturer narrative:
An event regarding other (cystic lesion) involving a securfit stem was reported. The event was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: a review of the provided medical records by a clinical consultant indicated: "the x-rays reviewed demonstrate a large cystic lesion lateral to the acetabular component. A peri-acetabular cystic lesion is confirmed. The root cause of this cystic lesion cannot be determined from the documentation provided." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient is planned to be revised due to bone atrophy in the anterior of the acetabulum and suspected armd (adverse reaction to metal debris). A review of the provided medical records by a clinical consultant indicated: "the x-rays reviewed demonstrate a large cystic lesion lateral to the acetabular component. A peri-acetabular cystic lesion is confirmed. The root cause of this cystic lesion cannot be determined from the documentation provided." The periprosthetic cyst is confirmed but cannot be attributed to a specific device based on the information provided. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Post tha surgery, there was a finding of bone atrophy in the anterior of the acetabulum, and armd was suspected.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Post tha surgery, there was a finding of bone atrophy in the anterior of the acetabulum, and armd was suspected.